Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution kit for faradrive steerable sheath was selected for use for an atrial fibrillation ablation procedure. A perforation leading to a pericardial effusion occurred and the procedure was cancelled. During the procedure, the physician mentioned that after gaining access for the ablation procedure, a small effusion was noted on intracardiac echocardiography (ice). Attempts were made to find the ideal transeptal target with the versacross radiofrequency (rf) wire. The wire passed through the fossa ovalis, allowing the crossing of the septum without rf energy application. The versacross rf wire was then pulled out due to a potential hematoma near the transseptal site but was later confirmed to be a part of the patients anatomy. After about ten minutes, the physician was able to find the same fossa ovalis and cross once again. Access was gained in the left atrium, and the mapping catheter was inserted. It was identified through ice that the left border of the heart was not moving. Further investigation revealed that the small effusion had increased in size, requiring a pericardiocentesis to remove the fluid. The patient remained stable throughout the procedure with the aid of a pacemaker and continuous blood pressure monitoring. Subsequently, the procedure was cancelled, and the patient was sent to intensive care unit for recovery and monitoring. It is not known if the patient has been discharged. The sheath is not expected to return for analysis as it was disposed by the facility.